Event description:
It was reported that during routine device change out, externalized conductors were observed via diagnostic imaging. Electrical function was tested and no anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was found at 9.5-9.9cm from the distal tip, consistent with lead friction to another device. Externalized conductors due to internal insulation abrasion were found at 11.2-13.2cm from the distal end. Internal insulation abrasions were found between 29.0-29.7cm from the distal end. The etfe coating was intact at these locations. Internal insulation abrasions found at 11.8-12.9 cm from the distal end. The etfe coating was abraded at this location.

Manufacturer narrative:
No medwatch form was received.